Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save-to-disk review - device lock-up. A single unit was repaired but no other devices were repaired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save-to-disk review - device lock-up.

Event description:
It was reported the device reached premature battery depletion 'with no explanation'. The device programming could not be changed and a lead/battery measurement could not be obtained. The device is still in use. No patient complications were reported as a result of this event.